Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation.

Event description:
On (B)(6) 2026, a patient reported developing itching and redness at the pod wear site after wearing the pod for approximately two days. The patient sought medical attention on the same date and was evaluated by a healthcare provider. The patient was prescribed a topical ointment for treatment; however, the name of the ointment was not recalled. The patient reported that the pod was still being worn at the time medical attention was sought. Upon pod removal, the skin site appeared different, described as itching and redness. No blood glucose level changes were reported, and no impact to blood glucose levels was indicated. The diagnosis specific to the event was skin irritation.